Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's left eye in a secondary surgical procedure as the patient felt that their vision was blurry all the time. Th patient had difficulty with distance vision and driving at night. The patient did not like the quality of their vision with the synergy lens, was unhappy, and reportedly would not be satisfied with their vision even if they are plano refraction. A non-johnson and johnson lens of 26.0 diopter was used as the replacement. No incision enlargement, no sutures, and no vitrectomy were required. There was no patient injury reported. The patient outcome was reported to be good; patient is happy. No further information was provided.

Manufacturer narrative:
Ethnicity: unknown, it was asked, but the information was not provided. Attempts were made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: mar 16, 2022 . Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to a piece of styrofoam. No other product was received. The lens was removed and found to be cut in half; therefore, further evaluation could not be performed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.